Manufacturer narrative:
The device was received for evaluation. Evaluation experienced while performing idea testing that the top row second column soft key was not working and that the number 1 key was working intermittently on the keypad. The cause was identified to be keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had the number 1 key working intermittently. No additional information is available.

Manufacturer narrative:
Additional information h11: a review of the device history record was completed and revealed no findings that could have contributed to the reported issue. A service history review shows no service within the last 12 months which indicates that the parts replaced during servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.